Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a pairing issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient had started a new sensor with a new transmitter; however, she was having trouble pairing to both the dexcom cgm app and tandem tslim receiver. The patient decided to remove the sensor and with the help of her husband she inserted a new sensor with the same new transmitter. The patient also cleared the history of the previous transmitter from her phone. After doing so, it successfully paired and started a session. When the sensor displayed a glucose reading it was showing "high". The patient did a comparison with the bg and it is showing 349 mg/dl. The patient started experienced vomiting, fatigue and nausea and was brought to the hospital by her husband. She was experiencing diabetic ketoacidosis and was officially diagnosed by the doctor when the patient was at the hospital. They compared her glucose readings with a bg of 480 mg/dl and the cgm displayed high (more than 400 mg/dl). The doctor administered insulin and magnesium through intravenous fluids. She was advised to stay in the hospital for observation and was discharged from the hospital on (B)(6) 2025. At the time of the report, the patient was feeling fine. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. It was reported that a pairing failure occurred. Data was provided for investigation. The problem was confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.